Event description:
The technologist says that the system became locked up while he was using it. He was attempting to drive the tube support arm down while in the chest position. The vertical drive continued driving down even though he had released the control switch. It drove down all the way to the bottom and continued driving until the motor blew a fuse. The support are actually began to move up a little before it stopped operating. There was an error message r134 on the display. He tried resetting the machine, but it did not clear the problem. There was nothing on either display (the lcd or leds of the control at the tube head). No movements worked.

Manufacturer narrative:
Evaluation summary - after repairing the unit and upgrading two circuit boards with newer versions, the problem could not be duplicated. The root cause of the original malfunction is still under investigation, but may never be known. This problem has never been observed before.